Manufacturer narrative:
The device was returned to the manufacturer for investigation. The investigation is ongoing. A follow up report will be filed when the investigation is complete.

Event description:
It was reported that the battery pack began to smoke during a procedure. The procedure was completed using this device with no allegation of adverse consequences.